Event description:
It was reported that the patient did not receive adequate pain relief from the intrathecal medications and the oral pain medications. The patient had experienced increased respiratory depression with the distribution of intrathecal morphine. The patient's pump was explanted.